Manufacturer narrative:
Mindray service representatives tightened the n2o connector and repositioned the paw gauge. Performed all functional tests.

Event description:
Customer reported a n2o leak on the a5 anesthesia system. No pt injury was reported.